Manufacturer narrative:
This event also included products associated with MDR# 2135147-2010-00112.no further information is expected regarding this event.

Event description:
Following device deployment in a vsd, the patient developed a junctional rhythm, became bradycardic and required cardiac massage. The device (unknown) and amplatzer® torqvue® 45° delivery system (dtv45) were removed. On fluoro, it appeared as if the sheath tip dislodged; however, upon removal of the sheath, the tip was cut open and it was determined the tip had inverted. The device was recaptured and redeployed several times but no more than usual for this type of patient.